Event description:
Facebook complaint received: "I have one. It was nothing but trouble. They kept have to replace the port. Because they were putting holes in the tube. Was replaced 4 times in a year & a half. Last time I tried to get a fill they said I had to much scar tissue. I would need to have it replaced again & the scar tissue removed. Well insurance won't pay for that. So after it hurting & pulling every time I bend over or twisted. I had it removed. The port only. They won't remover the band unless I have a problem with it. The dr that put it in & started giving me fills stoped. I went to 12 different places to get fills because they either stoped doing fills or moved."

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.